Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing of the device revealed abnormal results. Surgery to explant the pt's device will be scheduled.